Event description:
It was reported that the device had channel disconnect described as "wouldn¿t connect to the brain¿, channel ¿wouldn¿t work." This was reported to bd representatives during their site visit. The event occurred at clinical observation unit. There was no information on patient involvement.

Manufacturer narrative:
Additional information : initial reporter e-mail and manufacturer narrative. Root cause : the root cause for the reported issue of an channel disconnect was not determined because no products or device logs were returned.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had channel disconnect described as "wouldn¿t connect to the brain¿, channel ¿wouldn¿t work." This was reported to bd representatives during their site visit. The event occurred at clinical observation unit. There was no information on patient involvement.